Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report. The customer reported that the device, sb936, was being used during a laparoscopic cholecystectomy procedure on (B)(6) 2021 when "the dr. Placed the gallbladder in the laparoscopic endocatch bag and proceeded to pull specimen (protected by endocatch bag) through the trocar site. As he was doing this the specimen bag broke and caused the specimen to cross contaminate the trocar site at the skin level and subsequently also caused all of the gallstones to drop into the abdomen and all over the surgical backtable contaminating the set up." The surgeon had to up the surgical wound class. The procedure was completed with no alternate device. This report is being raised on the basis of injury due to having to change the wound class status and contaminating the sterile field.